Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient experienced pain at the cannula site and elevated blood glucose (bg) levels up to 16 mmol/l (288 mg/dl) while wearing the pod on the leg for between 5 to 24 hours. The parent removed the pod and observed redness and blood at the cannula site, suspecting an infection. The patient was evaluated twice by a healthcare professional. During the first visit, which lasted 45 minutes, the patient was diagnosed with an infection at the cannula site and prescribed flucloxacillin (oral antibiotic) and fusidic cream (topical antibiotic). The patient used these medications for about three weeks. The parent reported that the patient experienced difficulty walking for about three days due to the infection. A second visit occurred for additional antibiotics and lasted about 10 minutes. The patient's condition improved with treatment and rest, and the site has fully healed. The pod was discarded and not available for return.